Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 570 mg/dl. Customer was feeling nauseated. High blood glucose all day. Diagnosed diabetic ketoacidosis. During troubleshooting, time and date correct. Programming is correct. High pressure test failed twice. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.